Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hyperglycemic event. The sensor was inserted into the abdomen on (B)(6)2019. The patient stated the cgm was displaying 160 mg/dl when they started to feel unwell. They checked their bg with a meter and it was displaying 500 mg/dl. They treated themselves by injecting insulin and felt well. Data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.